Event description:
It was reported the customer was hospitalized due to high blood glucose. Troubleshooting was performed and high pressure test passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.